Event description:
Caller reported a power source alert that occurred while using a tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Customer was instructed to plug the wall adapter into a known working outlet and wait at least 30 minutes for the pump to begin charging. A follow up confirmed that the pump began charging.